Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and the reported single leaflet device attachment (slda) appear to be due to challenging patient anatomy/morphology. The patient effect of recurrent mitral regurgitation (mr) appears to be due to reported slda. The reported patient effect of recurrent mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Additionally, the hospitalization was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning device remains in patient. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient.

Event description:
This is being filed to report that the clip detached from one leaflet and increased mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat mitral regurgitation (mr) with grade of 4. Three clips (part numbers cds0601-xtr) were implanted reducing mr to 1. On (B)(6) 2019, an echocardiogram was performed which noted the third clip (90404u158) had detached from the posterior leaflet and remained attached to the anterior leaflet, single leaflet device attachment (slda) and mr increased to moderate (2). There was no intervention performed. No additional information was provided.